Event description:
It was reported to philips that system was not turning on. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed the problem reported remotely with the customer and found sib malfunctioning through log file analysis. A philips field service engineer (fse) went onsite and evaluated the system. Upon further investigation, it was found that the sib box power cable had a loose connection. The fse successfully reconnected the cable, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.